Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had a bent infusion set cannula. The customer's blood glucose at the time of the event was 600 mg/dl. The customer's blood glucose was 324 mg/dl at the time of call. The customer treated with the insulin pump. Troubleshooting resolved the malfunction. The customer declined to troubleshoot high blood glucose. The customer's blood glucose was 363 mg/dl at the end of call and was treated with manual injection. The device will not be returned for analysis.